Event description:
Received info the pt was still in the hospital and the pt's father and nursing staff were experiencing difficulty recharging. They are not able to charge beyond 50%. Recharging stats show eight coupling bars with all six sessions not getting beyond 50%. The durations are .6, .6, .7, 1.6, .8, 1.1, voltages are 7.0 and 6.0v. The ins was charged fully before the implant with no issues. Manufacturer's technical services discussed recharging for shorter intervals since it is difficult for dystonia pts to recharge for long intervals. The therapy has been effective for the pt. Additional info stated the device was explanted. One week before explant the pt experienced decreasing neuro status with increasing irritability and a few suspected seizures. Twenty four hours before surgery, he became very lethargic and unresponsive. CT of the head showed large low density area around left dbs lead. MRI confirmed fluid around the lead with 2 cm radius of low-intensity around lead (starting just above the contacts extending toward brain surface). "Surgeon reported that he removed left dbs lead, cutting it just above burr hole." The surgeon reported he did not think it is an infection and could be stroke or other inflammatory process. Surgeon reported that under his operating microscope the lead appeared to be normal. Surgeon reported that since dbs assisted with pt's symptoms so well and his symptoms are now worse without dbs therapy they are looking to re-implant as soon as possible. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).